Manufacturer narrative:
Evaluation summary: per the surgical technique, the articular surface must be completely seated in the tibial tray prior to torquing the screw. The screw is not intended to pull the articular surface down into the tibial plate. The screw should not be over or under torqued. Under tightening of the screw may allow the screw to loosen over time. Surgical notes have not been attached to confirm whether proper surgical techniques were used. No details about the primary surgery are attached. Caused cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was complaining of pain. X-ray reveals that the screw in the tibial component has backed out. A revision surgery is scheduled.